Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 and prolapsed anterior leaflet. A steerable guide catheter (sgc) and a mitraclip ntw were prepared per the instructions for use (IFU). After the sgc was inserted without issues, the mitraclip ntw clip delivery system (cds) was inserted. However, after the clip had completely come out of the tip of the sgc, and while applying knob operation, a drop in the water level in the sgc column was observed. Aspiration was performed to remove air from the device. A small amount of air was noted in the left atrium. The patient was observed without suction. It was noted that the patient¿s hemodynamics were stable. The cds was removed and replaced. One clip was then implanted, reducing mr to trace. There was no clinically significant delay in the procedure.

Manufacturer narrative:
H6: health effect - clinical code: removed code 4582 and added code 1697. All information was investigated, and the returned device analysis was unable to confirm the reported cds leak/splash. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported cds leak resulting in air embolism could not be determined. Air embolism (emboli) is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.